Event description:
It was reported that the battery depleted prematurely and telemetry failed as there was not enough current. The patient reportedly had a loss of therapeutic effect and never had therapeutic effect. The device was explanted and at the time of the report the patient was alive with no injury. Four days later it was reported that there were no printouts or impedance measurements. When the reporter saw the patient there was no telemetry to record the battery depletion. The patient did not want a replacement and the stimulation of the device was ¿too short.¿

Event description:
Additional information received reported the patient¿s device was last programmed to the following: left: 0- and 3+, 450 milliseconds, 50 hertz right: 5- and 7+, 450 milliseconds, 50 hertz.

Manufacturer narrative:
Product ID 3095-51, serial# (B)(4), product type extension product ID 3095-51, serial# (B)(4), product type extension. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no significant anomaly and that the ins was received with no telemetry and no output. Destructive analysis showed no visual or electrical anomalies with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. A longevity estimate based on the last settings reported indicated an expected service life of 21.32 months to eos (end of service). The ins was implanted for 27.2 months. Based on the longevity estimate and analysis of the ins this device reached a normal end-of-life condition. Final analysis of the extension (serial # (B)(4)) revealed no significant anomaly and that the extension body was cut through and the product was segmented. Final analysis of the extension (serial # (B)(4)) revealed no significant anomaly and that the extension body was cut through and the product was segmented. Additional information indicated that conclusion code 54 did not apply to the event.